Event description:
It was reported that there was a cgm error 42, which did not result in an adverse impact to the customer's blood glucose level. The customer followed guidance from technical support to reset the pump, and the error did not occur again. The customer successfully started their sensor session after the reset.